Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: no samples were received for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 5240603. Conclusions: without a sample, the reported problem could not be confirmed and a root cause for this incident could not be identified. (B)(4).

Event description:
The customer was unable to withdraw the eylea from the vial into the syringe using the 19 g x 1 1/2 in. Bd nokor¿ filter needle on two occasions. It was believed that it was an issue with the filter needle as it appeared as though there were particles in it.